Event description:
It was reported that the patient¿s device was not working at the time and had not been for ¿approximately one month.¿ the patient met with the health care provider (hcp) but was told to contact the manufacturer representative. The reporter stated that both the patient programmer and recharger were not communicating with the implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708320, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708320, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3487a-56, lot# j0537624v, implanted: 2005 (B)(6); product type lead product ID 3487a-56, lot# j0546660v, implanted: 2005 (B)(6); product type lead. (B)(4).